Event description:
It was reported the device was used during an unknown procedure. It was reported by the rep staples would not hold in the instrument, or in the cartridge. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was loaded with a reload cartridge and was loaded and unloaded several times with no difficulties noted of the staples falling out. The instrument was then fired and fired and formed staples as designed acorss the entire staple line. There were no difficulties noted with the staples falling out of the cartridge or the instrument performing as designed. It should be noted that while reloading the instrument, the safety must be in the locked position. This will prevent an inadvertent movement of that firing trigger causing the staples to fall out. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.